Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s unlock swipe function was intermittently unresponsive until the patient cleaned their hands and wiped the screen in the correct area, after which the screen unlocked and operated as expected, with blood glucose not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glucose control, no alerts or alarms, and no need for medical care. Investigation included remote troubleshooting and user education on proper screen cleaning and correct swipe location. Investigation of this case revealed user-interface difficulty related to screen responsiveness that resolved with cleaning and correct swipe technique, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the touchscreen and environmental factors affecting touch detection.